Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow on arctic sun device s/n #(B)(6). Therapy has been running for a while. Flow rate (fr) was 0lpm, inlet pressure (ip) was -9.4psi, circulation pump command (cpc) was 0 percentage, pump hours were 474.3, system hours were 623.6. Had nurse stop therapy and empty pads. Device gave alert 07 (empty pads not complete). Disconnected pads and placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 0 percentage. Asked nurse to send device to biomed and change to another means of therapy. Patient on normothermia.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow on arctic sun device s/n # (B)(6). Therapy has been running for a while. Flow rate (fr) was 0lpm, inlet pressure (ip) was -9.4psi, circulation pump command (cpc) was 0 percentage, pump hours were 474.3, system hours were 623.6. Had nurse stop therapy and empty pads. Device gave alert 07 (empty pads not complete). Disconnected pads and placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 0 percentage. Asked nurse to send device to biomed and change to another means of therapy. Patient on normothermia.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. A review of the risk document, fmea ra2800028 rev 16, was performed for this investigation. The reported event is addressed in step # d367. Based on this review the risk is within the expected range. The instructions-for-use under (B)(4) rev. 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting low flow on arctic sun device s/n #(B)(6). Therapy has been running for a while. Flow rate (fr) was 0lpm, inlet pressure (ip) was -9.4psi, circulation pump command (cpc) was 0 percentage, pump hours were 474.3, system hours were 623.6. Had nurse stop therapy and empty pads. Device gave alert 07 (empty pads not complete). Disconnected pads and placed device in manual mode. Flow rate (fr) was 0lpm, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 0 percentage. Asked nurse to send device to biomed and change to another means of therapy. Patient on normothermia.